Manufacturer narrative:
(B)(6). Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. (B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed. (B)(4) 2014 a medtronic representative, following-up at the site, reported that the system's computer was replaced. System is functioning as expected.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system was running slow and then became unresponsive within synergy ent software. The system was re-booted and resumed normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.